Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead and right ventricular leads exhibited loss of sensing and poor capture thresholds. Lead imaging revealed that the leads had dislodged. The leads were successfully explanted and replaced. The patient was in good condition post surgery.